Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valve were determined. Adjustment test the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected. Results based on our investigation results, we cannot determine any problems with the adjustment or other deviations of the valve. The fact that the valve is set to 0 cmh2o proves that the valve must have been adjustable. The opening pressure on delivery was set to 5 cmh2o. In accordance to the documentation, the quality assurance department can rule out a defect before delivery. The examination of the return has been completed with the drafting of this report. Actions no further actions are required as a result of the complaint. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product is now sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (#fx550t) was was unable to program prior use. The incident contribute a delay of the surgery (5 minutes). No patient complications were reported. The complained product will be sent to the manufacturer for investigation.